Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. The patient is experiencing excessive stretching pain when doing anything like raising the arm and has discussed with the electrophysiologist (ep) that the edge of the device is protruding. There were no additional adverse patient effects reported. The rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).